Event description:
It was reported by a physician that her handheld computer no longer functioned properly as some cleaning agent penetrated the device. A reset was performed on the handheld, but no response was received. The reported handheld was returned to the manufacturer and currently undergoing analysis.

Event description:
Analysis was completed on the returned handheld. Analysis of the handheld revealed that the cause for the reported complaint was associated with fluid that was trapped under the touchscreen layer causing the display to be unresponsive. Once the display was replaced, no further anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. Moreover, analysis of the returned flashcard and software performed according to functional specifications.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.